Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 17 mg/dl at the time of incident. The customer's blood glucose was 50 mg/dl at the time of hospitalization. The customer's blood glucose was 109 mg/dl at the time of call. The customer stated that the emergency medical services were called for the low blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they also experienced low blood glucose of 48 mg/dl, 38 mg/dl, around 40 mg/dl and around 30 mg/dl. The insulin pump will not be returned for analysis.